Event description:
It was reported that while used on a pt the device charged up but it didn't make the normal 2 tone sound. Instead, it made a single tone sound and the unit took longer than usual to charge. It was also indicated that someone was touching the pt during the shock and did not feel a shock or jolt on the pt. The customer's biomed evaluated the device but could not duplicate the reported problem. The pt's outcome was not reported.

Manufacturer narrative:
(B) (4). After several subsequent attempts to contact the customer to obtain further info and to confirm resolution to the reported problem, no response appears to be forthcoming. The device has not been returned to physio-control for eval. The root cause of the reported failure cannot be determined.